Event description:
The customer reported the system intermittently would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The uninterrupted power supply was receiving power but not putting power out to the system so the uninterrupted power supply and the battery were replaced. The system was tested and found to be working as intended and put back into service.